Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a red alert was exhibited for this subcutaneous implantable cardioverter defibrillator (s-ICD). Review of device data confirmed the s-ICD appeared to be malfunctioning as there was a rapid drop in longevity and a bd error code was exhibited. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. Visual inspection noted tool marks on the case. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. The decice was case was opened. It was confirmed a shorting condition occurred during a manufacturing welding process.